Event description:
The hcp reported the pt had a moderate response to deep brain stimulation therapy. The lead fractured due to dystonia of the neck. The lead was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.